Event description:
As stated by the customer (B)(6) 2012. On (B)(6) 2012, received an e-mail from customer yesterday evening with the text: "over (B)(6) ago, an incident has occurred with a shower trolley at (B)(6). Client is fallen off the shower trolley and has a broken ankle. Description according to carer: client laid on the left side at the shower trolley and was being cared by one carer. She held the side support and leaned against it with little weight, sure not with her full weight. The side support then collapsed open and the client fell onto the floor. Before the transfer it was checked if the side support was fixed well. Carer explained that something was broken which made the side support open. Client has been given full care and the shower trolley has been taken to the (internal) technical service to repair."

Manufacturer narrative:
This report is being filed under exemption (B)(6) by arjohuntleigh, inc on behalf of the MFR arjo (B)(6). Add'l info will be provided upon conclusion of the MFR's investigation.